Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Product ID 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received. It was reported that there had been difficulty filling the pump reservoir. Additionally, at refill, the expected residual volume of the reservoir was 3.3ml, but the actual residual volume was 30.5ml. Later, it was reported that the system had been explanted. There was no patient injury at that time, but the patient's status after explant was unknown.

Event description:
Multiple motor stalls were reported. It was noted that a motor stall recovered within two hours, and that five motor stalls had occurred on (B)(6) 2012. It was unknown if the final of the five reported motor stalls had recovered. The patient was noted to have experienced increased spasticity. The patient was noted to have been alive and without injury. Two weeks later, it was reported that the patient was scheduled for a pump replacement on (B)(6) 2013, but the surgeon decided not to proceed due to "abnormal labs". Additional surgery was noted to "have not yet been rescheduled" and the patient's status was unknown. The medication used within the system was lioresal. Additional information was requested but not available at the time of this submission.

Event description:
It was later reported that this patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump in the initial destructive analysis found and measured a significant short from m2 feedthrough to the bulkhead of 1.3 ohms. Complete destructive analysis found that the pin of m2's feedthrough was significantly bent over and up causing the soldered motor lead to short to the base of the feedthrough. Analysis of the catheter and suture less (sc) connector noted coring, tears, or cuts in the seal. However, no leaks were seen in the lab and the catheter was patent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.